Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient removed the cannula site from the lower abdomen and applied a new site in the lower abdomen area 4 inches away. Patient thought it was fine but noticed that the glucose was running higher than usual. Patient glucose was 250 mg/dl and looked at the site and noticed it was wet shirt. There were patient involvement and no patient harm.